Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this patient's device pocket was red and the patient had a fever. The implanted system appeared to be rejected by the body and the patient presented infection symptoms. This implantable cardioverter defibrillator and right ventricular defibrillation lead was explanted the same day. The devices were disposed of by the facility. Antibiotics were prescribed and the patient was discharged to home. The symptoms resolved and the patient status was stable. On (B)(6) 2010, the patient underwent an implant procedure on the right side. The implant procedure was completed successfully and all taken measurements were normal. No additional adverse patient effects reported. The patient status was stable.